Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
Head and liner change ordered for revision of a ceramic on ceramic implant, right side. Securfit. Reason for revision was metallosis. It was liner/shell derived and about 5 cm spherical heavily metal stained fluids. Head on solidly, no problems. No history of fall or other event. Date of initial surgery was 2006.